Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: 7540020 (x2) part: 75447540 (x1) part: 75447545 (x1) part: 8690030 (x1) although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008: the patient presented with previous lumbar fusion at l5-s1. Spondylolisthesis at l5-s1. Non-union at l5-s1. Painful deep hardware. Radiculopathy and weakness, left lower extremity worse than the right. The patient underwent the following procedures: revision lumbar hemilaminectomies with medial facectomies and foraminotomies for decompression of dura and neural elements. Excision of non-union with partial excision of inter-body cage device at l5-s1. Revision inter-body fusion and inter-body cage device insertion using stryker interbody cage device at l5-s1. Revision posterolateral fusion at l5-s1 for completion of anterior and posterior column fusion through the single posterior incision. Revision instrumentation using pedicle screw instrumentation system at l5-s1. Removal of hardware at l5-s1. No patient complications were reported. On (B)(6) 2009: the patient underwent whole body bone scan due to history of l5-s1 fusion and sacro-iliac joint strain. Impression: degenerative appearing uptake at the l5-s1 level. Bilaterally increased uptake in the sacro-iliac joints also thought to be degenerative in nature. (B)(6) 2009: the patient presented with spondylolisthesis at l5-s1. Previous lumbar fusion at l5-s1. Revision fusion at l5-s1. History of breast carcinoma with metastatic breast disease. Right lower extremity radiculopathy and intermittent weakness. The patient underwent the following procedures: removal of the painful hardware at l5-s1. Inspection of fusion at l5-s1. No patient complications were reported.